Manufacturer narrative:
Additional manufacturer narrative: initially edwards received a valve for evaluation; however, it was discovered to be a non-edwards valve. Manufacturer of the valve was contacted and informed of the explant event and device shipped to them. The edwards device was not returned to edwards for evaluation, as per the hospital the device is unavailable. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Based on the information received the root cause of the event is indeterminable; however, patient factors most likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Through follow up with healthcare provider it was learned that the valve was explanted in 2013 (exact date is unknown).

Event description:
Through followup with the healthcare provider it was learned that a 23mm aortic pericardial valve, was explanted after an implant duration of approximately two (2) years and was replaced with a 19mm mitroflow valve due to subacute endocarditis and cardiogenic shock.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted three (3) years, eight (8) months, twenty eight (28) days was explanted due to unknown reasons. The explanted device was replaced with a 19mm aortic valve. No further information has been provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information are in process. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.